Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead had episodes over oversensing. It was suspected that these episodes were due to interpolated premature ventricular contractions. No intervention was performed. The patient was stable throughout the event.